Event description:
Husband of a female, reported patient experiencing elvevated blood glucose of 21.4 mmol (380-390 mg/dl). Her normal range was 8-10 mmol (140-180 mg/dl). Paitent felt extremely thirsty as a result of the elevated blood glucose. He indicated that patient attempted to administer boluses to reduce her blood glucose level, but was unsuccessful. Patient believed infusion device was not delivering insulin. Husband indicated that patient had received 04 (occlusion) alarms, but believed at times the device had failed to display the alarm. Patient switched to injection therapy. No medical assistance was required. Product was requested to be returned for evaluation.